Event description:
It was reported to ge that the collimator detached from its mount and fell. Apparently, the mounting screws backed out allowing it to fall. The screws were replaced and secured and the unit placed back in service.